Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; the encoder switch assembly was found out of electrical specification. Analysis also found the hanger assembly was contaminated.

Event description:
It was reported that the atrial output on the external pulse generator (epg) could not be adjusted. The epg has been returned to service. There was no patient involvement.